Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter displayed an error 4 message, which suggests a problem with the test strip. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the alleged error message appeared at an unknown time on (B)(6) 2016. The patient manages his diabetes with insulin. He was unwilling to say whether he made any changes to his usual diabetes management routine as a result of obtaining the error message. He alleged that at 9:30am on (B)(6) 2016, he developed ¿low blood sugar¿. No physical symptoms were specified. He reported that he self-treated the low blood sugar with food/drink. He indicated that at an unknown time on (B)(6) 2016, he obtained blood glucose results of ¿6.5, 7.3 and 9.5 mmol/l¿ using another, unknown device. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The patient described the correct testing steps. However, the csr established that the patient¿s test strip vial had been opened in (B)(6) 2016 - longer than the recommended period. The csr walked the patient through a retest using a test strip from the old vial and the issue remained unresolved. The products were requested back for investigation; however, the patient refused to send back the products, because at the end of the call he said that he had done a retest with test strips from a new vial with expiration date 09/2017 and he had successfully obtained a result. Based on the information provided, the patient did not suffer any signs or physical symptoms indicative of an acute complication of diabetes (i.e. Severe hypoglycemia or severe hyperglycemia), nor did he receive any medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.